Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: 10/31/2013.additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers:j1239808, j1242601, j1242602, j1242971, j1243311, j1245905, j1349579, j1349580, j1349581, j1349582, j1349585, j1353205, j1354774, j1355533, j1355534, j1356390, j1357199, j1358692, j1358694, j1359366.

Manufacturer narrative:
(B)(4) - the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers:batch # j1239808; mfg date 2012-08; expiration date 2017-08.batch # j1242601; mfg date 2012-09; expiration date 2017-09.batch # j1242602; mfg date 2012-09; expiration date 2017-09.batch # j1242971; mfg date 2012-10; expiration date 2017-10.batch # j1243311; mfg date 2012-10; expiration date 2017-10.batch # j1245905; mfg date 2012-12; expiration date 2017-12.batch # j1349579; mfg date 2013-01; expiration date 2018-01.batch # j1349580; mfg date 2013-02; expiration date 2018-02.batch # j1349581; mfg date 2013-03; expiration date 2018-03.batch # j1349582; mfg date 2013-02; expiration date 2018-02.batch # j1349585; mfg date 2013-04; expiration date 2018-04.batch # j1353205; mfg date 2013-02; expiration date 2018-02.batch # j1354774; mfg date 2013-03; expiration date 2018-03.batch # j1355533; mfg date 2013-03; expiration date 2018-03.batch # j1355534; mfg date 2013-02; expiration date 2018-02.batch # j1356390; mfg date 2013-03; expiration date 2018-03.batch # j1357199; mfg date 2013-03; expiration date 2018-03.batch # j1358692; mfg date 2013-04; expiration date 2018-04.batch # j1358694; mfg date 2013-03; expiration date 2018-03.batch # j1359366; mfg date 2013-03; expiration date 2018-03.in addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and a drain was inserted. When removing the drain, there was unexpected blood and a hematoma was noted. There was no reported medical intervention for the hematoma.